Manufacturer narrative:
D4: the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 3-4, and the reported unspecified tissue injury (medical treatment) associated with the suspected posterior leaflet injury, appear to be due to the partial clip movement. The cause of the reported migration (partial clip movement) associated with the increased clip mobility could not be determined. The cause of the reported heart failure/congestive heart failure could not be determined. The reported patient effects of mitral regurgitation, tissue injury, and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip migration with a tissue injury. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an unknown grade. Two clips were implanted, reducing mr to an unknown grade. On (B)(6) 2023, the patient returned to the hospital due to cardiac decompensation. Echocardiography was performed and it was observed one of the implanted clips was mobile on the leaflets, causing tissue damage to posterior leaflet and mr to return to grade 3-4. On (B)(6) 2023, a second mitraclip procedure was performed. One clip was implanted reducing mr to a grade of 1-2. No additional information was provided.